Event description:
It was reported that during a vectra-t case, the surgeon pre drilled pilot holes; due to patient anatomy extreme force was applied during screw insertion which allowed one screw to go through the plate hole. Surgeon removed the plate and 3 screws and used a competitors product to complete the case. No patient harm was noted. This is 2 of 2 reports for the same complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 12/28/2011. New information was received 6/03/2013. A bone graft was not used during the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for three, 4.0mm ti cerv self-retain scr slf-drlg/variable angle 18mm, of the same part number. Manufacturing evaluation reports the parts were received with the screw heads showing marks and wear. The microscopic investigation shows that the screw heads and the thread flanks are worn off and deformed during forcible or inadequate usage. The measurable head diameters met the print specifications. This complaint is deemed invalid from a manufacturing standpoint. The lot number is unknown therefore a review of the device history record could not be completed.